Event description:
It was reported during in clinic follow up that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was asymptomatic and stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.